Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: additional information: block a1 (patient identifier) and block b5 (describe event or problem) has been updated based on the additional information received on august 18, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025, for the endoscopic treatment of internal hemorrhoids. During the procedure, the bands could not be deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 18, 2025 it was clarified that there was no diffficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025, for the endoscopic treatment of internal hemorrhoids. During the procedure, the bands could not be deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The device was not returned.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.